Manufacturer narrative:
The reported event could be confirmed since images of CT scans were provided and shows signs of loosening around the tibial and talar components. Upon further investigation of the CT scans by healthcare professionals the following was observed: ¿there are large cysts and cavities around the tibial component which also looks a little migrated. This clearly indicates loosening of the component. The pe cannot be assessed directly within the CT scan. There are no indirect signs of loosening, though. The talar component in my opinion does show significant cysts and some radiolucence as well which I would interpret as loosening.¿ based on investigation, the root cause was attributed to a patient related issue. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If the device is returned or if any additional information is provided, the investigation will be reassessed. H3 other text : device remains implanted in patient.

Event description:
It was reported that the patient presented on (B)(6) 2023 with pain in the left ankle at the anterior aspect. On (B)(6) 2023 the patient reported pain and swelling in the left ankle with most weight - bearing activities. The surgeon noted the CT scan at this time showed a fairly significant cystic defect in the central portion of the talar body. Significant lucency and bony defects are also noted at this time. The patient had an upcoming revision surgery due to loosening.